Event description:
Radiometer reference (B)(4). On (B)(6) 2024, the analyzer was changed from abl 835 to abl 825. The units of measure in aqure for the analyzer were incorrect (mmol) and therefore corrected to g/dl. (B)(6) 2025 - (B)(6) 2025: thb measurement values in lis were lower than in the analyzer. Based on this understanding: the analyzer transmits to aqure. Aqure transmits to lis. - the units problem was between aqure and lis. - the cause is that (B)(6) 2024, after changing the analyzer type, aqure units were changed but it was missed to also change the aqure middleware units, hence the root cause is a human error in the configuration of aqure middleware.